Manufacturer narrative:
Unique device identification (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - review of the history device records was not possible as the lot number was unknown. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated per internal procedure. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested, only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for valve programming issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no programming issue was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve setting could not be changed: the valve was implanted via vp-shunt due to secondary normal pressure hydrocephalus on (B)(6) 2018. An initial setting was 6. However, the setting could not be changed as intended. The setting could be changed only between 5 to 8. The patient got cognitive decline. Therefore, it was replaced with a new valve on (B)(6) 2020. The setting was 5.